Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon ruptured occurred. Approach was obtained from the vein side. The 99% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous antebrachium. After an unspecified size transend guidewire was advanced to the lesion, a 4.0mmx20mmx40cm (4f) sterling balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 3-4 atmospheres. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.